Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was gel smearing. The following information was provided by the initial reporter. The customer stated: "we were tilting the tube upside down to see if the serum was cloudy and noticed that the gel was breaking off inside the tube and floating in the plasma."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was gel smearing. The following information was provided by the initial reporter. The customer stated: "we were tilting the tube upside down to see if the serum was cloudy and noticed that the gel was breaking off inside the tube and floating in the plasma.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and the issue of gel smearing was not observed. Complaints for sample quality are under statistical control for the month of may 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. See h.10.